Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. It was reported the depuy devices were used in conjunction with a competitor acetabular system. This is not recommended and is considered off label use. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain. Update 11/23/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported metallosis, pain, leg length discrepancy with shoe lift prescribed for right shoe, and possible opioid dependency. The revision surgical report noted patient femur was fractured during sleeve removal and repaired with cerclage wires. The components removed were a depuy femoral head, depuy stem, and sleeve that will be reported for pain. The acetabular component and polyethylene liner were competitor products. Stem and sleeve are being added to complaint. Part/lot updated the complaint was updated on: dec 9, 2015.